Manufacturer narrative:
A medical assessment was performed. The patient has lupus antibodies. As stated in the package insert, the presence of anti-phospholipid antibodies (apas) such as lupus antibodies (la) can potentially lead to prolonged clotting times, i.e., elevated inr values. Both results were above the patient's therapeutic range and both decisions to withhold warfarin and administer vitamin k were the correct decisions. Mistaking % quick values for inr values is a training issue. A product problem was not identified.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer¿s coaguchek xs meter with serial number (B)(4) was set to read in %quick, but the customer was reporting results to her healthcare provider as inr results. The customer¿s therapeutic range is 2.5-3.0 inr and is testing on the meter due to having lupus antibodies. On (B)(6) 2017 the customer had a result of 13 %quick and reported the result to her doctor as 1.3 inr. The customer's warfarin/coumadin dose was not adjusted. A 13 %quick result would be approximately 3.8 inr. The customer had a bleed in her left leg on (B)(6) 2017. The customer reported a 7 %quick result from the meter at 7:05 p.m as a 7 inr. A 7 %quick result would be approximately 6.4 inr. The customer¿s doctor advised her to stop taking warfarin/coumadin. The customer had already stopped taking her warfarin/coumadin on (B)(6) 2017 in preparation for previously scheduled shoulder surgery. The customer returned to the doctor on (B)(6) 2017 because her leg was bruised. The doctor treated her with vitamin k pills. The doctor¿s coaguchek meter read 4.0 inr on (B)(6) 2017. On (B)(6) 2017 the customer had a result of 12 %quick and reported the result to her doctor as 1.2 inr. The customer's warfarin/coumadin dose was not adjusted. The 12 %quick result would be approximately 4.1 inr. The customer is currently tired and has been tired for the last 2 months. The customer is not on heparin or any direct thrombin inhibitors. The customer is not taking any new medications and has not had any changes in diet. The device did not malfunction. The device produced results according to how it was programmed to read. The meter and test strips were requested for investigation. The customer returned the meter and strips. Testing was performed with quality controls on the customer¿s meter and test strips. Qc #1: 2.1 inr. Qc #2: 2.1 inr. The obtained qc values were in the allowed range of the used combination returned strip lot - qc lot. (1.7-2.5 inr). All measurements were obtained without error messages. None of the customer¿s medications are known to interfere with the accuracy of the test results. The patient indicated she has lupus antibodies. Product labeling states that the presence of anti-phospholipid antibodies (apas) such as lupus antibodies (la) can potentially lead to prolonged clotting times, i.e., elevated inr values. Relevant retention test strips (lot186864-23) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable.